Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged despite attempting multiple times with different outlets. Customer¿s blood glucose level was 136 mg/dl. Reportedly, the customer plugged the pump back in to a wall outlet to charge and the issue resolved itself.